Event description:
It was reported that the patient experienced a dexcom g7 pairing failure with the ilet, evidenced by an alert indicating pairing failed, after which the patient toggled between g6 and g7 and re-entered the pairing code; glucose data appeared on the patient¿s phone but not on the ilet until the sensor subsequently connected, and the issue was characterized as intermittent communication failure involving the antenna/electrical component interface between systems. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a temporary connectivity issue limited to pairing between the dexcom g7 and the ilet, with no device alarm behavior and no confirmed hardware malfunction. It was concluded, based on previously established findings for similar reports, that user-guided troubleshooting and routine reconnection steps resolved the pairing failure without clinical harm.